Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 13501126, model/catalog description: linear st lead kit 50 cm; model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 13626136/13626135, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing ineffective therapy. The patient underwent an explant procedure. No device malfunction was suspected.